Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during a training session a clinician described of titrating norepinephrine and inadvertently programming the infusion rate incorrectly but recognized the error prior to starting the infusion. The error involved a misplaced decimal point; however, the programmed rate remained within the guardrails limits and therefore did not trigger an alert. The ordered rate was 0.01 mcg/kg/min, but 0.1 mcg/kg/min was entered. The clinician stated, if possible, for the pump to generate an alert when there is a significant change from the previously programmed rate, particularly for titratable medications. There was no information on patient involvement. The customer has made a product enhancement request for the pump to generate an alert when there is a significant change from the previously programmed rate, although requested no additional information will be provided by the customer, no devices will be returned.